Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of air bubbles in their insulin pump. The customer's blood glucose level was over 200 mg/dl. The customer states the location of the bubbles is near the insertion site. Troubleshooting was conducted. The device is being returned for analysis and replaced.